Event description:
Customer reported that battery charge of the device dropped rapidly, reaching 5% but did not cause an unexpected shutdown. There was no reported adverse impact to the customer¿s blood glucose level. Customer followed instructions to charge device, after which no further battery issues occurred. The customer continued to use the pump for insulin therapy.